Event description:
It was reported by the customer that the rear rotation knob is stripped. There was no case involvement or patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connnector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.